Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk implantable cardioverter defibrillator (ICD)  (B)(6) 2011; 4196 implantable pacing lead (B)(6) 2011; 4076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos) of the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.